Event description:
Wire was used for access via left common femoral artery to go up & over the aortic bifurcation into the left iliac & left common femoral artery. Upon removal of the wire from the body, the surgical tech noticed an enlarged gap between distal wire tip covering and proximal shaft. While manipulating the wire outside of the body, a part of the distal wire tip coating came off.